Event description:
Information was received from a patient who was receiving dilaudid (hydromorphone) (n/a mg/ml at n/a mg/day) via an implantable pump for spinal pain. It was reported that the personal therapy manager (ptm) had not worked right since they got it. They have always had issues with it from the very beginning and they thought it was just them for a long time so they told their healthcare provider about it and they said to call and get a replacement. They lost their bolus last night again as it goes up to 90% and stops. It takes forever to bolus, 30 minutes or longer.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.